Manufacturer narrative:
Additional information. The complaint allegation is confirmed. One unpackaged ar-1923ps batch 15163536 was received for evaluation. Visual evaluation of the returned inserter found signs of wear. No issues were found on the threaded tip. Functional testing for this device involved checking for any resistance between the inner and outer tubes that could prevent it from functioning correctly. The most likely cause of the reported failure is use error. According to pushlock®anchor insertion surgical technique. 1. Insert the spear through the cannula with the passed suture, placing it onto the glenoid rim. Fully advance the drill through the spear until its collar makes contact with the spear¿s handle. Advance the pushlock anchor into the joint and tension the suture to approximate the labral tissue to the eyelet. 2. While releasing the suture tails advance the driver into the bone socket until the anchor body contacts the bone. If additional tension is needed to reduce the labral tissue to the bone, pull on the suture tails, while keeping a firm grasp of the driver. The final tension is attained when the anchor is in contact with the bone. 3. Remove the orange packaging clip. Tap the metal button on the driver handle to advance the anchor body until the proximal laser line is flush with the bone. Remove the driver by rotating it counterclockwise for 6 full revolutions. 4. Cut the sutures flush using an open-ended fiberwire® suture cutter.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/15/2024, it was reported by an arthrex subsidiary employee via email that two ar-1923ps peek pushlock handles could not be pulled out by rotating them. The surgeon had to pull them out with a hard hammer forcibly. Both anchors' bodies fell off inside the glenohumeral joint and were recovered using a double-tooth planer knife. The case was completed using two additional ar-1923ps peek pushlock. This was discovered during a shoulder dislocation procedure on (B)(6) 2024. Additional information received on 4/22/2023: no additional incision was made to remove the broken fragments. The case was no delayed and additional anesthesia was unnecessary.